Manufacturer narrative:
Company representative evaluated the unit and resoldered front panel connectors. Unit was calibrated and safety tested to factory specifications.

Event description:
Customer reported no ECG readings from dpm 6 monitor. No patient injury was reported.